Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Was unknown if the initial reporter sent report to the FDA.

Event description:
The meter gave blood glucose results of 209 mg/dl and 98 mg/dl within 10 minutes. No adverse reactions reported, replacing and returning meter and test strips.